Manufacturer narrative:
Investigation revealed an intact keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the contacts. However, investigators were able to confirm a leak at the top of the display related to a crack. Additionally, evidence of moisture was observed in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked. Upon performing a leak test, a battery compartment and display lens leaks were diagnosed. A crack was observed between the case seal and the display. In addition, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.